Manufacturer narrative:
Device evaluation: analysis of the returned device identified, wear abrasion. A deformation device and the weight was to the spec. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported, right side "cysts and nodules". Device has been explanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "seroma". Device has been explanted.